Event description:
It was reported when an asymptomatic presented in operating room for normal device change out, externalized conductors were observed. No electrical anomalies were detected. A new device was implanted and the lead was reused.